Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, there were wires exposed on the trunk cable. Upon evaluation, the green (+3.3v) wire was open in the trunk cable. The cause of the code 204 is the open green wire in the trunk cable. The cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.